Event description:
It was reported by the customer that the pyxis medstation es system experienced drawer failure. The customer tried to recover the drawer by rebooting it, but the issue still persists. This incident resulted in a delay in patient care of about one hour and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer malfunctioned as a result of the supply jam located at the back of the station. A field service engineer addressed the problem by clearing the supply jam. The system functioned as intended after the field service engineer troubleshot the device.